Manufacturer narrative:
A ge rep evaluated the sys and performed a collimator calibration. Sys operates as intended. (B) (4).

Event description:
The customer reported the sys is displaying a collimator iris pot error. No pt injury was reported.